Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report he is getting unexplained loss of prime issues with the animas insulin pump. Reportedly, the patient awoke with a blood glucose reading of ¿380 mg/dl,¿ after she got a loss of prime alert, reprimed, and thought the issue was resolved. During that morning the patient went to the dentist where he had symptom of vomiting and blood glucose reading of 423 mg/dl. Once again, when the patient attempted to take bolus insulin, the subject pump gave a loss of prime warning. She reportedly prime with 20 units but no insulin came out the end. The issue was resolved after she completed a full rewind, load, and prime. The patient was able to take bolus insulin accordingly at the time of concern. At the time of the call to animas, the patient remained on insulin pump therapy. The cartridge was replaced and requested back for investigation. This complaint is being reported because, the patient had symptoms suggestive of hyperglycemia while there was unexplained loss of prime issue on the subject pump.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.